Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. Testing found that there was no incoming line power when the mobile view station (mvs) was plugged into a known good wall outlet. Troubleshooting revealed that the mvs din rail fuses were blown, and the mvs circuit breaker was tripped. After replacing the mvs din rail fuses with spares and resetting the circuit breaker, incoming line power to the mvs was restored. The system then passed the system checkout and was found to be fully functional. The blown fuses were discarded. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the mobile view station (mvs) would not power on or show any indication of power (no leds illuminated). There was no patient present when this issue was observed.